Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained from non-vitros quality control materials using a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related, as several failed extrema check condition codes were posted during the calibration of a new vitros phyt reagent lot. An ocd field engineer performed service actions which included the replacement of the immuno wash fluid (iwf) metering tubing assembly and performing adjustments, to return the vitros 5600 to expected performance. Following these action, acceptable vitros phyt quality control results were observed. The quality control results available prior to (B)(6) 2017 show acceptable performance of vitros phyt lot 2614-0162-8537 when testing the same biorad control fluids indicating a change in the performance of the vitros 5600 system as the likely cause of the observed shift in quality control results. In addition, the customer was able to calibrate vitros phyt lot 2614-0162-8537 using the other vitros 5600 system. The investigation determined that the most likely assignable cause of this event was instrument related.

Event description:
The customer obtained lower than expected phyt quality control results using a vitros 5600 integrated system (units are ¿g/ml): biorad qc l2 (lot 40902) vitros results of 6.7 and 6.5 ¿g/ml versus expected value of 12.64 ¿g/ml biorad qc l3 (lot 40903) vitros results of 8.2 and 6.7 ¿g/ml versus expected value of 20.8 ¿g/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros phyt results were generated from quality control fluids. Patient samples were not processed due to the lower than expected vitros phyt quality control results. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).